Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that after the impella cp was placed, there was pressure inadvertently placed on repo sheath by the staff causing the repo sheath to be pulled out of vessel approximately one inch and bleeding to the site began. Subsequently, the cardiologist returned to advance the repo sheath into the vessel and the impella was locked in place and the device appeared stable on fluoroscopy as well. In the intensive care unit, it was reported that the site continued to bleed and urine became more pink-tinged in color, and no identified alarms were noted on the device. It was observed that the mean arterial pressure (map) was in the 100¿s on placement signal and it was recommended by the cardiologist/intensivist to perform an echocardiogram to confirm placement. The inlet appeared to be towards the papillary muscle on the echocardiogram. The initial measurement was 4.84 centimeters and was retracted to 3.3 centimeters per the intensivist. The intensivist was okay with leaving the device at this measurement after repositioning. It was reported that the patient experienced increase lactate dehydrogenase which resulted to 730 and protein was found with hemoglobin at 30. Urine began to gradually clear but was still pink-tinged. Ultimately, the decision was made by the cardiologist to pull the device. The patient was reported to have survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
H6 medical device problem code a24 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/major bleed: the cause was use related since pressure was inadvertently applied on repo sheath causing bleeding at site with repo sheath pulled out of vessel approximately around 1 inch depth. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of positioning issue was unable to determined since initial fluoro during this issue said pump was stable. Device history review: the device passed all post sterile inspection checks.